Event description:
The customer reported a loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.